Manufacturer narrative:
(B)(4). The reported issue of leak was not confirmed in the lab. Baxter received the sample which was visually inspected and tested for functionality. The cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Event description:
A caregiver (cg) reported to baxter an issue of leaking cassettes found during use. The cg stated that she detected some cassettes with failures. The cg stated the cassettes drip. There was no patient involved or patient injury reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available. Since the lot number is known, batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.